Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy (with hysterectomy) surgical procedure, the 8mm prograsp forceps instrument would not come out of the trocar at the end of the case. It is unknown if a fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 0.100¿ from the distal tip. The material approximately 0.135" x 0.243" was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.